Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. As intervention was required while the device was in use on a patient, this incident is deemed reportable. It was determined that the device breathing circuit was shipped to the customer incorrectly assembled. The reservoir bag was incorrectly inserted into the inspiratory valve connection instead of the failsafe manifold connection. The root cause was determined to be ineffective personnel training. The correction has been to implement 100% qc inspection of the tubing connection to ensure all connections are to correct parts. The process has been modified to have end users connect the reservoir bag. Modifications have been made to the instructions for use. A follow up MDR will be reported if any additional information is received on this incident.

Event description:
It was reported by a customer that the device bag was incorrectly attached to the wrong port on the breathing circuit. The respiratory therapist did notice this while device was in use on a patient and corrected the placement of the bag to the correct port. Oxygen saturation was reported, however, there was no harm reported to the patient.